Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that following a tavi procedure (transcatheter aortic valve implantation) on a patient, which was performed on his left hand side femoral entry point, the angio-seal device was made ready for use. On deployment the collagen plug did not engage and got stuck in the device. A second angio-seal was deployed successfully. Patient suffered no adverse reaction.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6 fr angio-seal vip device was received for product evaluation. The device was received with a guidewire and the arteriotomy locator. The returned component was subjected to visual analysis. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor. The suture released from the tensioner. However, the tamping tube remained stuck in the carrier tube assembly. Based on the evaluation performed the complaint could be confirmed for pullout. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.